Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited whitish foreign material inside of the air/water cylinder and tube, jet tube, plastic distal end cover and bending section cover. Additionally, foreign material was found on the adhesive around the objective lens, light guide lens and bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device and there was no physical damage at the place where the foreign material remained. It is surmised that the foreign material may not have been removed because the reprocessing was not conducted properly due to leakage from a-rubber and pinhole. The event can be detected and/or prevented by following the instructions for use which state: detection method: gif/cf/pcf-190 series operation manual, chapter 3 "preparation and inspection". Preventive measures: gif/cf/pcf-190 series reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.